Manufacturer narrative:
The cori drill used in treatment was returned. The exterior condition shows minor wear (scratches, scuffs). Nothing was identified visually that contributed to the reported problem. The reported problem was confirmed after evaluating log files. The logs identify that there was a "warning internal error system has detected that the application completely exited" following the "drill disconnect error". Although the reported problem was visually confirmed, a functional evaluation was performed. A kpc test was run and failed due to error "robotic drill critical error" when applying pressure to the nose. The reported problem was confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/ confirmed complaints associated with the part with the failure modes 'connection problem' identified similar events. No reasonable contributing factors could be identified based on the received complaint information and investigation results. Further investigation into the reported failure is being conducting to determine if additional actions are required.internal complaint reference number: case-2020-00034784-2 section g4 was corrected.

Event description:
It was reported that, during a tka cori procedure, the drill disconnect error was displayed several times. The drill was switched, then resumed operation and the case was completed. This contributed to a surgical delay greater than 30 min. Patient was not harmed.

Manufacturer narrative:
H3, h6: the cori drill p/n rob10013 sn (B)(6) used in treatment was returned. The exterior condition shows minor wear (scratches, scuffs). Nothing was identified visually that contributed to the reported problem. The reported problem was confirmed after evaluating log files. The logs identify that there was a "warning internal error system has detected that the application completely exited" following the "drill disconnect error". Although the reported problem was visually confirmed, a functional evaluation was performed. A kpc test was run and failed due to error "robotic drill critical error" when applying pressure to the nose. The reported problem was confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: h7.